Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient presented to the clinic with recurring pain. Upon examination of the patient's drg system, the impedance of the electrode/lead was high and reprogramming was not possible. Surgical intervention was taken and the lead was replaced. The patient's stimulation therapy was restored.